Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20018. It was reported the patient never established effective stimulation in one of her leg. Subsequently the physician explanted and replaced the leads with a different model. Reportedly the patient has effective stimulation postoperatively. The patient received three scs leads. Two of them were with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.